Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after a few clips fired fine they then started coming out of the jaws fully formed. The device was taken out of the patient and fired a few clips to see if it was just jammed but was unable to get the clips to come out of the jaws at their full aperture and had to open a new ae05. The second one had the same issues. A metal clip applier was used to finish the case.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "clips come out fully formed" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and a double feed was present with the partially loaded clip. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which caused a double feed and would prevent them from loading properly into the jaws of the device. The clip stacking could also cause clips to load into the jaws already closed. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly as there was a double feed. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. The partially loaded clip was manually removed and the trigger cycle was completed. The next clip was sticking partially out of the channel, indicating at double feed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the device and resulted in a double feed. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips come out fully formed" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and a double feed was present with the partially loaded clip. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which caused a double feed and would prevent them from loading properly into the jaws of the device. The clip stacking could also cause clips to load into the jaws already closed. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that after a few clips fired fine they then started coming out of the jaws fully formed. The device was taken out of the patient and fired a few clips to see if it was just jammed but was unable to get the clips to come out of the jaws at their full aperture and had to open a new ae05. The second one had the same issues. A metal clip applier was used to finish the case.